Event description:
User facility reported a blockage preventing or greatly reducing the flow of blood through the shunt. Upon discovery, the device was replaced and there was no delay in the procedure. No pt injury was reported.